Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, during unpacking, there was a fracture discovered on the shaft of the catheter. The procedure was completed with another device.